Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp bend in the electrode body in the region approximately 105 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed bend. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized and shock therapy was programmed off. Noisy signals were present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body, which was suggestive of an electrode fracture. The physician explanted and replaced the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system was returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized. Noisy signals were now present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body. A complete system revision and potential replacement was recommended to confirm correct insertion and positioning. At this time, the s-ICD remains implanted, but therapy has been programmed off. The patient remains hospitalized and is stable.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized and shock therapy was programmed off. Noisy signals were present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body, which was suggestive of an electrode fracture. The physician explanted and replaced the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.